Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, error code 7 appeared while testing shear after assembly. The shear was reassembled and appeared fine. Surgeon went to activate it on tissue and the shear would not stop activating even though hand activation button was not being activated. Foot pedal was not in use. The standby button was depressed and they switched to another shear. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/12/2008. Eval summary - the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, no error code 7 messages were noted during testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.